Manufacturer narrative:
Code 81- covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator stopped running. The patient was transferred to another ventilator and there was no harm to the patient as a result of the event.

Manufacturer narrative:
The field service engineer (fse) inspected the device and found the error code in the memory, but could not duplicate the reported condition.the ventilator has passed all the required testing. The ventilator has been returned to the customer. If information is provided in the future, a supplemental report will be issued.